Manufacturer narrative:
Update to h10: a technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The complaint history was reviewed and there was one previous similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Event description:
Customer reported to cue health sales representative on behalf of four individuals that received false positive results. This report is to document the false positive result for individual 2. Individual received a false positive result on (B)(6) 2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 30653c, reader sn (B)(6)). Two repeat cue covid-19 tests performed on (B)(6) 2023 provided negative results. Individual tested negative before and after (B)(6) 2023 with the cue covid-19 tests (exact testing dates and frequency not specified). Individual tested negative on an unknown date with a sars-cov-2 pcr test. Cartridges were stored within the validated temperature range.